Manufacturer narrative:
H6: the reporter responded to ventec's requests for additional information. As a result of this new information, section b3 date of event, has been updated to 7/31/2023. Additionally, sections a1, a2, a3, a6, and b7 have all been updated to include the new information provided about the patient. The device was evaluated by ventec where the reported issue of the lcd touchscreen locking up and becoming unresponsive could not be duplicated or confirmed. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the lcd touchscreen on the device would intermittently lock-up and become unresponsive. There was patient involvement associated with the reported event, however, there were no reports of patient harm as a result of the reported issue. No further details about the patient was provided. Ventec has attempted to contact the reporter in order to obtain additional information about the patient but no response has been received.